Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 429 mg/dl, which was treated with the insulin pump. The customer stated that the blood glucose reading had been over 600 mg/dl while on the phone, which was also treated with the insulin pump. The customer was advised that the insulin pump would be replaced. Nothing further reported.